Event description:
It was reported during a gastric bypass ligated vessels did not have adequate hemostasis. The surgeon sutured the vessels. The hosp has not sent the clip appliers in for repair. The used clips are being returned in a baggie with the product. The surgeon requested the whole lot number to be returned. There was no consequence to the pt.